Event description:
A customer reported experiencing a cgm error labeled as error 42 associated with the g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through the reset process, after which the cgm error did not reoccur. Technical support advised waiting 20 minutes before starting a new sensor session, and the customer acknowledged this advice.